Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer stated that they tried two oral-b brush heads on their oral-b pro 2000 power toothbrush and the brush heads were very loose. They kept coming off mid brushing. No injury was reported.